Event description:
On (B)(6) 2009, the patient underwent a dental procedure with site preservation to areas #6 thru #11 where regenaform was implanted during procedure. The patient returned with severe swelling in site #9 on (B)(6) 2009. Upon evaluation, the doctor noted that the area was heavily infected with suppuration and a majority of the graft in site #9 was removed. The surrounding areas were unremarkable. The patient underwent an irrigation procedure with antimicrobial therapy. On (B)(6) 2009, per follow up visit, it was documented that the patient showed great improvement.

Manufacturer narrative:
The graft was partially explanted. Internal records including, donor records, serological results, culture reports and manufacturing records were re-reviewed. The graft passed all release requirements prior to distribution. No deviations were identified. The graft underwent an irradiation process at the appropriate validated dosage to achieve a sterility assurance level (sal) of 10-6 prior to release. A total of 14 grafts have been distributed with 4 records of implant. No other complaints have been associated with this donor. No cultures were performed on the patient to obtain specific identification of the possible organism contributing to the infection. Due to the location of the surgical site being in the oral cavity, the procedure is unlikely to have taken place in a sterile fashion. The fact the allograft remains partially implanted and the patient has recovered with antibiotic therapy would suggest the allograft did not cause the infection. Based on this review and the type of procedure performed, there is no indication the allograft may have caused or contributed to patient complications.